Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During third inflation at 8 atmospheres for 10 seconds, the balloon ruptured at the center. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.